Manufacturer narrative:
Investigation visual inspection no significant deformations of damage of the valve was detected during the visual inspection. Permeability test a permeability test has indicated that the shunt assistant has a blockage and the progav 2.0 valve is permeable. Bloody discharge was observed during the permeability test of the pogav. Adjustment test the progav 2.0 valve was tested and is adjustable to all specified pressures. Braking force the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Computer controlled test to investigate the claim of under drainage, the opening pressure is measured using a miethke computer controlled testing apparatus, which simulates a cerebrospinal fluid flow. Because the shunt assistant is not permeable, a computer controlled test of the shunt assistant was not possible. The progav valve was tested in the horizontal position and was shown to not be operating within accepted tolerances. Results first, we performed a visual inspection of the progav 2.0 shunt system. No significant deformations or damage of the valves was detected during the visual inspection. Next, we tested the permeability and opening pressure of the valves. The progav2.0 was permeable but the opening pressure was out of tolerance. The opening pressure was lower than expected indicating a tendency towards over-drainage. The shunt assistant was not permeable therefor the computer controlled test could not be performed on it. Additionally, we tested the adjustability as well as the brake functionality and brake force of the progav valve. The valve operated as expected and met all specifications. Finally, we have dismantled the valve. Inside both the valves, we have found build-up of substances (likely protein). Based on our investigation, we confirm the presence of occlusion in the shunt assistant valve, likely due to the deposits observed in the valve. However, rather than a tendency towards under-drainage our investigation has shown that the progav is operating in a state of over-drainage. It is possible that the deposits observed inside the progav valve could have caused the malfunction in the past. As described in our literature the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. Height: cm:80. When additional information is received a follow up report will be submitted.

Event description:
It was reported by the healthcare professional "10m 9d po valve is blocked". Additional patient information has been requested. When additional information is received a follow up report will be submitted. All medwatch submissions related to this patient are: 3004721439-2019-00075.